Event description:
New information received notes the event was first observed during a in-clinic visit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported inappropriate mode switch episodes were noted due to short atrial lead noise. The patient was stable and will continue to be monitored.